Event description:
The end user states the front rigging on the end users chair tilt too far in and wants to convert to a footboard. The end user states she has osteoarthritis and this issue is causing her discomfort. She states when the chair is upright, not reclined, the foot plates rub the ground (B)(4).